Event description:
Ventilator screen saying device alert, service requested. No harm to patient. As soon as I saw the sign for the equipment change, the ventilator was replaced with a new one. Patient was doing good. Placed ventilator with device alert for supervisor's attention.